Event description:
It was reported the asymptomatic patient presented implant of the right ventricular lead. During the procedure high pacing impedance measurements were observed. Additionally, the stylet was unable to inserted into the lead. A replacement lead was used to successfully compete the procedure on (B)(6) 2021. Patient was stable.

Manufacturer narrative:
Correction - b5 should have said "stylet" instead of "guidewire" was unable to be insterted.

Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. As received a complete lead was returned in one piece. X-ray examination found the inner coil inside the connector region was over torqued which was consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage. The reported event of high impedance was not confirmed. Correction: h6 medical device problem code was erroneously reported as 2524 - failure to advance.

Event description:
It was reported the patient presented implant of the right ventricular lead. During the procedure high pacing impedance measurements were observed. Additionally, the guidewire was unable to inserted into the lead. A replacement lead was used to successfully compete the procedure. Patient was stable.